Event description:
A pt enrolled in a non accuracy sponsored study, under (B)(4) oversight, experienced complications. The pt experienced pelvic pain and prostate sloughing and underwent a cystoprostatectomy. The physician indicated there was no malfunction of the device. Due to the nature of the follow up intervention, and the lack of related details, this is being reported.